Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of a cracked handle and a deviation between the stylus and the cursor and it was noted that it was caused by the plug for the stylus being broken. It was also noted that the spacer on the link electronic module (lem) board was broken and that an error in the software history was found. The upper and lower cases, stylus and spacer (lem board) were replaced, the touch screen was calibrated, new software was installed and the device cleaned. It then passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that the programmer had a cracked handle and that there was a deviation between its stylus tip and the cursor. It was further reported that attempting calibration did not resolve the issue. The programmer has not been returned for service. There was no patient involvement. It was further reported that the product had been returned to service.